Event description:
It was reported that right ventricular (rv) lead triggered a code indicative of a short circuit condition detected during attempted shock delivery due to low, out-of-range shock impedance measurements less than 12.5 ohms. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).